Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the left side of the bilateral tmj implants did not fit, so a competitor's implant was used instead.

Manufacturer narrative:
Additional information: d4, h4, h6. The reported event could not be confirmed as no post-op images were provided showing the competitors implant being implanted. In 2022, competitors implants were used on the left tmj due to fit issues with the original implants, but these became infected and failed, causing explantation and right-side dislocation. Efforts to obtain further details from the surgeon were unsuccessful, and the 2025 revision case was canceled without explanation, with all devices meeting specifications. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.